Event description:
Nurse reports that the accu-therm hot pack, packs by medline would not heat up and are lukewarm at best. Item also popping open and leaking. One pack leaked onto patient. No redness or tenderness noted at that time.